Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 1 states, "material sensitivity reactions" number 15 states, "elevated metal ion levels have been reported." Number 4 states, ¿loosening or migration of the implants may occur.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02546 and -06228).

Event description:
Legal counsel for the patient reports that the patient underwent a total hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2010, due to patient allegations of pain, loosening, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the patient¿s medical records reports patient was revised due to a loose right acetabular component. Revision surgical notes report metal-on-metal granulomatous reaction, thickened granulomatous tissue, turbid joint fluid typical of metal on metal wear, and cavitary defects. The acetabular component and modular head were removed and replaced.